Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. The analyst commented that the lead was thoroughly analyzed electrically and visually in an attempt to find an explanation for the high threshold described in the event. There were no anomalies observed on the full lead. All electrical and visual analysis testing was within specified parameters. An in-vivo insulation breach or conductor fracture was not observed during analysis. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds. The lead was explanted and replaced. No patient complications have been reported as a result of this event.